Manufacturer narrative:
The field service representative changed the sipper and pinch valve tubes, cleaned the sample probe, checked the seals and cleaned the ise waste. He primed the ise and ran an ise check. The calibration and qc were ok. Based on the data provided, a specific root cause could not be identified. Possible causes include contamination, incorrect preanalytics, or a calibration error.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k gen.2 results for two patient samples. Patient 1 initial sodium result was 167.2 mmol/l and the initial potassium result was 5.34 mmol/l. These results were reported outside the laboratory. The clinician requested the sample be repeated. The repeat sodium result was 148.2 mmol/l on the same analyzer and 147.8 mmol/l on another analyzer. The repeat potassium result was 4.75 mmol/l on the same and on another analyzer. Patient 2 on an unknown date, the initial sodium result was 155.3 mmol/l and was sent to the physician. The physician did not believe the result and asked the laboratory to repeat testing. The repeat result was 140.7 mmol/l. The patients were not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided.